Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an extracorporeal membrane oxygenation (ECMO) interventional procedure. Initial flushing of the proglide marker lumen with saline was successful prior to use. Reportedly, there was no obvious blood flow from the marker lumen of the proglide device when introduced into the anatomy. A second proglide device was attempted, but a link break was found after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the ECMO procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.